Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
The cdc was broken in two parts by itself. The outer part just fell off during bandaging.